Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and "not well." The cause of the peritonitis was reported as there was an unintentional disconnection with the patient's minicap; however, the nurse was unable to medically confirm the cause of the peritonitis, therefore the cause of peritonitis was assessed as unknown. The patient was not hospitalized for the event. The patient was initially treated with intraperitoneal cefazoline (dose, frequency, and duration not reported) for peritonitis. On an unknown date, the patient started treatment with intraperitoneal gentamicin (dose, frequency, and duration not reported), intraperitoneal vancomycin (dose, frequency, and duration not reported), and intraperitoneal ceftazidime (dose, frequency, and duration not reported) for peritonitis. Pd therapy remained ongoing. At the time of this report, the patient had recovered. Though no breach in aseptic technique was confirmed, the patient was retrained on proper aseptic technique and usage of the minicaps. No additional information is available.